Manufacturer narrative:
Follow-up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Allergic reaction to synvisc [hypersensitivity]. Spontaneous report was received on (B)(6) 2012 from a physician regarding an adult female patient, initials unknown. The patient¿s medical history was not provided. On an unspecified date several years ago, the patient initiated treatment with synvisc (hylan g-f 20), dosage regimen and route not provided. The lot number for synvisc was not provided. It was reported that the patient died sometime after the synvisc injection. Action taken with synvisc was not provided. Concomitant medications were not provided. The reporting physician did not provide the relationship between synvisc and the event of death. Follow up info was received on (B)(6) 2013, from the physician updating event info, death details and reporter causality. It was reported that the patient received treatment with synvisc about 10 years ago. On an unspecified date (shortly after synvisc administration), the pt developed an allergic reaction. The patient was transferred to intensive care unit (ICU) and died eventually due to the allergic reaction. The intensity for the event of allergic reaction was measured as severe. The reporting physician assessed the relationship between synvisc and the event of allergic reaction as possibly related.